Event description:
It was reported that the during lead implantation procedure, the healthcare professional experienced resistance when advancing the cps wire into the lead. Lead's outer insulation was penetrated. A different lead was used to complete the procedure. The patient was discharged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.